Manufacturer narrative:
Analysis of the progammer revealed unable to verify complaint.

Event description:
The patient alleged issues with the ptm because he was getting random lockouts that just started 2-3 months ago and feels it is either the ptm or the pump battery inside of him. The patient stated he has the ptm reports and can pull them that they do at his appointments when he is refilled. Per the patient the clonidine in his pump was for withdrawals from other meds that the insurance no longer covers and the patient had morphine in the pump for pain. The patient stated that either the controller (ptm) or the pump isn¿t working. The patient was having an issue where random times (happens once a week) and will kick back stating that the patient can¿t have a bolus for an hour. The patient would wake up in the morning and go to give themself a bolus and it will say wait an hour. The patient only hits the bolus once and it shouldn¿t say that the patient has to wait an hour to the next time he pushes it. The patient has had the same prescription for the same amount of years and nothing has changed. 12x/day 1x/ 60 mins 12/24 hour 12 x / 24 hour period. The patient stated he was fighting withdrawals from oral medications regarding workman's comp. The patient doesn¿t get 12 boluses and stated when he has had the error he has not given himself a bolus that day and when he has tried to give himself a bolus. The patient has an appointment (B)(6) 2014 at 2:00 p.m. The patient also stated he didn¿t like the fact that he has to hold the button down to get the light and can¿t adjust the brightness setting. The patient also stated a 3 digit error code on the ptm and will reset itself when it is transmitting from the ptm to the pump when the aaa ptm batteries are low. They should be saying they are dead and won¿t work and will fail communication and can¿t send any boluses. The patient stated that before it says okay, right when its low, he has to change the aaa ptm batteries out more than the dvd said to do. The patient also gets the splash screen when requesting a bolus sometimes. The patient also planned to call their hcp to work out to details on how to receive the ptm replacement. The patient¿s upcoming appointment with the hcp next week was his office visit and to check out the pump because obviously there is a problem and needs to figure out the ¿things¿. The pump was used to deliver clonidine and morphine. Interventions, symptoms and patient outcomes were not reported. Further follow-up was being conducted to obtain information. If further information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).